Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported their philips intellivue information center (piic) did not audibly alarm for an asystole alarm. No patient involvement.